Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported issue. A new ccm was installed. The suspected device was returned to the manufacturer for further evaluation. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to boot up and a disk boot error was displayed. As a result, an alternate device was employed causing a delay of approximately 15 minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Clinical review: on the (B)(6), during set up of the system 1 failed to boot up. The perfusionist chose to change out the system 1 with a new heart lung machine (hlm) for the procedure scheduled for that day. There was no harm, nor blood loss due to the change of the hardware for the procedure. There was a slight delay in the set up of the procedure, approximately 15 minutes, to change out the hlm and disposables onto a new hlm, but no delay in the actual surgical procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) failed to boot up. Observed error ¿system cmos checksum bad¿ during boot process. Determined that the real time clock was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.